Manufacturer narrative:
The case was reviewed by qualified person (health care professional) and deemed to be a device-to-device comparison (cannot validate readings from a non-company device). Control solution testing was performed, with results within range. Patient had no further inquiries or concerns.

Event description:
Insulin dependent patient communicated reading discrepancy between dexcom cgm and biotel care blood glucose meter. The patient indicated that the dexcom cgm produced a reading of 80 ml/dl, while the biotel care blood glucose meter produced a reading of 200 mg/dl. Telcare customer service attempted to perform control solution testing on the phone with the patient, but the patient's control solution was expired. Telcare customer service overnighted the patient control solution and proceeded to perform a troubleshooting call. Control solution test results (l1 and l2) were both in range. There is no known consequence to the patient and no serious injury was reported. Patient had no further questions or concerns.